Manufacturer narrative:
(B)(4).

Event description:
The doctors refuse to use the sheath because we have had a major problem with the hub snapping off (a few times while it was in a patient).

Event description:
The doctors refuse to use the sheath because we have had a major problem with the hub snapping off (a few times while it was in a patient).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.